Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after filling cartridge with 100-150 units of insulin. Another minimum fill occurred after an additional 150 units were added. Customer was successfully filled another cartridge. There was no reported impact to customer's blood glucose.